Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was due for a preventative maintenance and failed the tidal volume testing. There was no patient involvement.

Manufacturer narrative:
D9. Date returned to mfg: 06-nov-2024 h6. Investigation codes: updated investigation summary: a parapac plus 310 ventilators came in for a pm (preventative maintenance) service and failed tidal volume testing. Device was received in with cracked battery cover, non-OEM small knobs, bent front panel and deep scratches on the housing. The scheduled pm service was verified and pm performed. However, the tidal volume was operating as intended and output values were within specs. Tidal volume and frequency controls were calibrated as a preventive action. Other issues were found and resolved. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.